Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient presented to the clinic for a pacemaker system extraction due to infection. It was noted that the incision was not healed completely. According to the physician, the infection was not procedure related or abbott device related. The pacemaker was explanted to resolve the issue. A new pacemaker was implanted on (B)(6) 2022. The patient was in stable condition throughout the procedure.